Event description:
It was reported that needle 25x5/8 rb penetrated through the shield. The following information was provided by the initial reporter: material no.: 305122; batch no.: 0022974. It was reported that needle is bent sticking out of the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 1/28/2021. H6: investigation: a device history record review was completed for provided material number 305122 and lot number 0022974. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, three photos and three physical samples were received for evaluation by our quality team. Two photos show a needle assembly with the plastic shield and with a double needle. The other photo shows the top web packaging blister. All three physical samples came in sealed packaging blisters. A visual inspection was performed and no defects or imperfections were observed. It could be possible for this defect to occur during the assembly process. The plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case, the misfeeding of the cannulator may have induced to have the double needle. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 25x5/8 rb penetrated through the shield. The following information was provided by the initial reporter: material no.: 305122, batch no.: 0022974. It was reported that needle is bent sticking out of the shield.